Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red, open and oozing skin irritation under his left armpit. There is no alleged device malfunction. The patient's physician recommended applying neosporin to the irritation. Follow-up indicated that after applying neosporin, the skin irritation was improving.